Event description:
It was reported during the internal carotid artery procedure, the physician delivered the subject balloon to the lesion and dilated with pressure pump. The subject balloon was found not inflated under the fluoroscopy. The physician withdrew the subject balloon out of patient's body , and the subject balloon was found leaked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the balloon catheter shaft was found to be kinked/bent. The balloon catheter shaft was found to be damaged/cut, when viewed through the inflation port of the hub. The balloon was found to be intact. During the functional inspection, the balloon failed to inflate ¿ fail. Balloon could not be inflated due to hub leakage from the through port of the hub during the inflation attempt. The balloon leaked functional test ¿ unable to perform the test as the balloon could not be inflated. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'balloon leaked during use was not confirmed' during visual and functional testing. The reported 'balloon failed to inflate can be confirmed ', as the analysis results are consistent with the event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that after dilated to stand  pressure, the balloon was found not inflated under fluoroscopy. Exhausted the air again and then dilated but the balloon was still not able to be inflated. Withdrew the balloon out of patient's body to try and the operator thought the balloon leaked. Additional information received indicates that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was maintained. The patients anatomy was not tortuous. The device was returned for analysis and it was noted that there was a hole/cut to the balloon catheter shaft when viewed through the inflation port of the hub causing leakage inside the main balloon catheter shaft an out of the through lumen hub port  during the attempt to inflate the balloon, the balloon catheter shaft was also noted to be kinked. Based on investigations in collaboration with the sales and marketing team, it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of 'user error' will be assigned to the reported 'balloon failed to inflate and to the as analyzed 'balloon catheter damaged', 'balloon catheter shaft leaked during use' and 'balloon catheter kinked/bent' as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. It was not confirmed that the balloon leaked, it is probable that the leak to the hub was reported as a balloon leak, therefore an assignable cause of not confirmed will be assigned to the reported 'balloon leaked during use'.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the internal carotid artery procedure, the physician delivered the subject balloon to the lesion and dilated with pressure pump. The subject balloon was found not inflated under the fluoroscopy. The physician withdrew the subject balloon out of patient's body , and the subject balloon was found leaked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.